Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a shaft break occurred. The 100% in-stent restenosis and non-calcified lesion was located in the non-tortuous left circumflex (lcx) artery. Vascular access was gained through unspecified femoral artery. Upon attempt to advance the quantum maverick 15mm x 2.75mm balloon catheter across the lesion for pre-dilatation, significant resistance was encountered and the shaft broke at an unspecified location. The balloon catheter was retrieved from the patient together with the guide catheter. The procedure was successfully completed. There were no patient injuries or complications. The patient's status was reported as "fine."